Event description:
It was reported that the user interrupted a supply change and inadvertently skipped the fill tubing step on the ilet infusion set and cartridge workflow, then was guided to navigate back to the main screen, select cartridge change and tubing steps, and complete the fill tubing step, after which the user observed insulin drops and elected to finish the supply change independently. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included user-guided troubleshooting and education focused on correct supply change sequencing and proper tubing fill. Investigation of this case revealed user error related to incorrect supply change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete procedural adherence.